Event description:
It was reported that the customer was hospitalized for high bgs. The cause for hospitalization could not be determined. The programming and histories on the pump were accurate. Later, the doctor called back and asked to troubleshoot the pump. The pump passed the testing and appeared to be working properly. However, the high-pressure test was not performed due to lack of clamp.